Event description:
It was reported that during the attempted implant procedure, the lead exhibited high thresholds after placement. It was also reported that when a lead reposition was attempted, the helix was unable to advance after more than 25 rotations. The lead was removed. When the lead was checked outside the body, it was confirmed that a piece of tissue was involved on the helix and that the helix was bent. A different lead was use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.